Manufacturer narrative:
Approximately 18 inches of the distal end/external portion of the driveline was replaced on (B)(6) 2017 and returned for evaluation. Minor breakdown of the metal braided shielding was observed adjacent to and approximately 2.5 inches, 4.5 inches, 8 inches, and 9.5 inches from the metal connector. Visual inspection the wires underneath the metal braided shielding revealed an area of compromised insulation on the yellow wire approximately 2.5 inches from the metal connector. The observed wire damage appeared consistent with fatigue failure due to repetitive movement of the wire at this location and abrasion of the wire against the metal braided shielding. If the exposed inner conductors of the yellow wire made contact with the metal braided shielding while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stop and low speed advisory/hazard alarms observed in the submitted log file. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages had occurred. The patient exchanged the system controller due to low flow and low power alarms. The patient was asymptomatic. On (B)(6) 2017, it was reported that alarms continued only while utilizing the power module. Imaging revealed damage to driveline. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2017. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The system was placed on a grounded power module patient cable after the replacement and the alarms did not return. The patient was discharged. No additional information was provided.